Event description:
Caller states, the lancet does not retract into the softclix plus lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No info given to suggest where issue was discovered.